Event description:
It was reported that the remote monitoring mobile application was unable to pair with the patient connector. It was noted that the mobile programmer application was then launched and displayed an unexpected error message. A reboot of the host tablet was performed; however, the error persisted. Confusion was expressed regarding which application to use for the workflow. Troubleshooting steps were taken to include pairing the patient connector with the remote monitoring mobile application. It was noted that the patient connector pairing was completed and interrogation was to be attempted using the appropriate application. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h.6. Eval code conclusion (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.